Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a user error. The dosage was incorrect and was set to over-ride. The correct rate for infusion should have been 3.9ml/hr; however, the medication infused at 655ml/hr. The entire amount of medication infused in nine (9) minutes. The settings were changed to 8.5ml/hr even though the medication was already administered. There was no information on patient harm. Additional information provided: the customer states "pr 12612320 is no longer needed. It was determined that user error was responsible." Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported a user error. The dosage was incorrect and was set to "override". The correct rate for infusion should have been 3.9ml/hr; however, the medication infused at 655ml/hr. The medication infused in nine (9) minutes. The settings were then changed to 8.5ml/hr even though the medication was already administered. There was no information on patient harm. Additional information provided: the customer states "pr (B)(4) is no longer needed. It was determined that user error was responsible. Additional information provided: new customer contact requested the complaint remain open and states "there is some discussion as to whether user error or device failure is responsible for the problems encountered. An evaluation is needed for (B)(6) (primary) and (B)(6)." After due diligence and customer follow ups, no additional information was provided by the customer regarding patient outcome.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem and manufacturer narrative. Root cause: the root cause of the reported incorrect dose is attributed to be due to a use error. The intended infusion rate was reported to be 3.9 ml/h; however, the log review confirmed that the suspect device was programmed with a dose of 15.42 mcg/kg/h and a calculated rate of 655.35 ml/h and was allowed to infuse for 9 minutes. Log review confirmed the second reported infusion with a calculated rate of 8.5 ml/h was programmed but no infusion occurred since the infusion was paused. The pump module was found to be working within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex b code and manufacturer narrative. Investigation summary: the reported incorrect dose event was confirmed through log review and was determined to be a user error. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Preventive maintenance was conducted to assess the operational condition of the suspect devices. The pcu and pump module successfully passed all the tasks without any issues. The event date and time were not reported; however, event log review showed on (B)(6) 2025 infusions with the reported parameters were programmed. The review of the pcu event logs began when the suspect pump module s/n (B)(6) was attached as channel a, on (B)(6) 2025 at 2:05 am. At 2:10 am user programmed a guardrails drug infusion of dexmedetomidine with dose of 15.42 mcg/kg/h, a calculated rate of 655.35 ml/h and volume to be infused (vtbi) of 100ml with an expected duration of 9 minutes as reported the infusion was completed successfully and at 2:20 am the suspect pump module was turned off. At 2:46 am a new infusion of dexmedetomidine with a dose of 0.2 mcg/kg/h, a calculated rate of 8.5 ml/h and volume to be infused (vtbi) of 100ml was programmed with an approximately duration of 12 hours but was paused right after the start, the pump module was turned off by the user at 3:31 am. From 2:10 am to 3:31 am, the total primary volume infused recorded was calculated to be 100.041ml. No further infusions were recorded during the observed event date. From 4:12 am to 7:28 am, a recurring pattern was observed at least four (4) times, where the user restored the previous infusion, however immediately afterward, the suspect device was turned off. Per alaris system user manual v12.3.2 proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Verify correct infusion parameter entry and press the start soft key. For pump module, when beginning an infusion and periodically during the infusion, check the drip chamber to ensure that the drip rate correlates to the intended infusion rate. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.